Event description:
Contacted greiner bio-one to report several leaking of safety blood collection sets on various lots, item - (B)(4) - lot#s 12h27, 12h17, 12i27, 12i24, 12j12. On all subsequent blood draws using these lots the sbcs are leaking blood all over the floor with blood exposure.